Event description:
According to the medwatch report received. The pt was transfered via ems while intubated, using the bag refill valve below. When the pt arrived in the ed, the tubing from the bag-valve-mask was connected to a wall source of oxygen, while still connected to the bag refill valve. This particular bag refill valve does not have a relief valve and subsequently all the oxygen from the tank and the wall was forced into the patient's body rather than being released. Facility has seen that a newer model of these refill valves are made, and facility does have those as well, but the difference in them is that the new ones have a relief valve that prevents the air from being forced into the pt.